Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with a high blood glucose.. Customer reported that the insulin pump had a critical pump error and turned off after it was exposed to moisture. Customer stated that the insulin pump stopped working and she ended up in the hospital due to high blood glucose. Customer was treated at the hospital. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The product will not be returned for analysis.